Event description:
In 2008, the pt reported that she was experiencing an e6 (mechanical error). She stated that this is the second time in one week that this has occurred. To troubleshoot, the pt was instructed to disconnect from her infusion site, and to remove the battery and cartridge assembly from the infusion device. The battery was last changed on nine days earlier. The pt was instructed to prime the piston rod forward. When she reached 174 units, the infusion device errored e6. The pt was very upset and stated her blood glucose was "extremely high right now". She was offered assistance with setting up her backup infusion device and she refused. Attempts to follow up with the pt on original date to finish troubleshooting were unsuccessful. The pt called for assistance setting up her backup infusion device on the next day. Further attempts to reach the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.